Event description:
Customer complaint reported that during surgery, the bd luer-lok cannula detached from the braun luer-lok syringe and fell into the eye causing a retinal bleed in the pt. Customer erroneously indicated the braun syringe was a luer-slip type but later changed to a luer-lok type. Customer indicated that no sample is available to evaluate. The kit manufacturer (alcon) was contracted to request a braun luer-lok syringe sample in order to conduct further investigation and simulated use testing at bd for root cause determination.